Manufacturer narrative:
The customer's report of an over-infusion was confirmed. The pcu event log shows that at 8:38 pm on (B)(6) 2016 a basic infusion was programmed at a rate of 12ml/hr with a vtbi of 30 ml. At 10:56 pm, the rate was changed to 1.2ml/hr and the vtbi to 5.67ml. At 2:48 am on (B)(6) 2016, the device was channeled off. The volume recorded as being infused during this period was 32.2515ml. The root cause of the over-infusion was user programming.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that a lipid infusion was intended to run at 1.2 ml/hr and instead was programmed at 12 ml/hr and infused at the incorrect rate for about 2 hours. Labs were drawn and the bilirubin was slightly elevated but returned to normal a few hours later; all other labs were within normal limits. There was no lasting harm to the patient. The customer stated that they have identified the cause as a programming error and suspect that the infusion was programmed as a basic infusion rather than within guardrails.